Event description:
The customer's daughter reported that her mother was at her sister's house when she collapsed. She was taken by ambulance to the hospital, where she was admitted. Her blood glucose was low. Specific readings were not available as she stated that it was likely checked in the ambulance using a blood glucose meter. The customer's daughter did not know what was administered in the hospital.

Manufacturer narrative:
No product was returned for evaluation. Unable to confirm any malfunction or other product condition that may have contributed to the reported hypoglycemia. There are safety mechanisms in the design of the pod to prevent over-delivery of insulin that contributed to low blood glucose. No lot qualification records were reviewed, as the customer did not provide a product lot number. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider." It also warns, "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death."